Event description:
A surgeon reported no flow of aqueous humor following a glaucoma filtration shunt procedure. The pt experienced elevated eye pressure, the shunt was noted to be clogged and the shunt was removed. In a f/u, the surgeon was converted to a trabeculectomy to complete the case. In an add'l f/u, the surgeon reported the pt had a cataract extraction in the past and vitreous prolapse occurred to the anterior chamber due to aphakia. It was concluded that the shunt was clogged by the vitreous in the anterior chamber because an anterior vitrectomy had not been performed prior to implanting the shunt.

Manufacturer narrative:
Eval summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info has been requested. A completed questionaire was received on 05/30/2014. (B)(4).